Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed an error 3 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 7am on (B)(6) 2017. The patient manages their diabetes with insulin (no adjustments) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. At ¿9-10am¿ on (B)(6) 2017 the patient developed the symptoms of ¿shaky and dry mouth¿; symptoms which the patient self-treated at 10am by consuming food and/or drink. The patient did not have any other device available to measure their blood glucose at this time. At the time of troubleshooting the cca confirmed that the patient¿s testing technique was correct and the issue could not be resolved by walking through a re-test with the patient. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms with meet lfs¿s criteria for a serious injury reportable adverse event.